Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during pre cardiopulmonary bypass procedure, an activation failure occurred where white smoke was vented from the monitor. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). During laboratory analysis, the product surveillance technician (pst) found that the component ps1 on the sbc pc board assembly pn 466100 failed (burned) and was found to be the cause. The reported complaint was corroborated during lab evaluation. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.